Manufacturer narrative:
The patient disclosed that after a fall at work, and after the fall, the sutures snapped. The implanting clinician believes the cause of the erosion is related to the fall. The implanting clinician prescribed antibiotics (dosage, name, and unknown). The patient and implanting clinician have agreed to perform another implant procedure with a new device. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the device erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the device erosion is likely resultant of the patient's fall at work. Design fmea for stimq 06-01233 and hra for stimq 06-01232 was reviewed and device erosion is a known issue with mitigation controls in place to reduce risk as far as possible and no corrective action is required. Stimwave's global device erosion rate: 0.25%. The frequency is occasionally and the impact is important.

Event description:
On (B)(6) 2021, the patient attended a follow-up appointment in which the implanting clinician explanted the stimulator. No further issues were reported.